Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
During a prodisc-c, level c3-c4 procedure, surgeon was implanting a pdc extra large size and while trying to tamp the superior end plate, the prodisc entered the foramen/canal. No neurologic impact was noted. Surgeon then remove the pdc and in doing so, destroyed the pdc implant. The surgeon subsequently implanted a smaller pdc without incident and with no adverse effect to pt noted. Several days later, the surgeon told the sc that the pt was doing well postoperatively.